Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was also received with minor scratched display window, cracked case at display window corner and with cracked reservoir tube lip.

Event description:
Customer reported that they received a button error alarm and the insulin pump turned itself off while eating dinner. Customer's blood glucose reading at the time of the call was 70 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.